Manufacturer narrative:
Conduction disturbances, such as complete heart block, are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). Bradycardia is generally a result of known potential adverse effects, such as conduction disturbances or hypertension, or an effect of certain medications or other pre-existing patient conditions, and can be resolved with the implant of a permanent pacemaker with the risk-benefit ratio in favor of the percutaneous aortic valve. A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted. (B)(4).

Manufacturer narrative:
Patient weight was obtained and has been added to this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the deployment of this transcatheter bioprosthetic valve, the patient experienced complete heart block that required temporary pacing. An electrophysiology consultation revealed a junctional rhythm in the range of 40-50 beats per minute (bpm); however, the patient was not pacemaker dependent. The temporary pacemaker was removed two days post-implant of this valve. Four days post-implant, the patient experienced symptomatic bradycardia with rates in the range of 20-30 bpm, along with dyspnea and hypoxia. Medication was prescribed, followed by implant of a single-chamber permanent pacemaker. No other adverse patient effects were reported.